Event description:
During return device analysis, the stent implant was observed to be dislodged. Follow-up information confirmed that the device was manipulated and the stent was deployed and smashed while testing on the back table at the cath lab.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xpert self expanding stent system (sess) found no blood visible, which is consistent with the reported information that there was no patient involvement. There was contrast in the outer member lumen, consistent with preparation. The stent implant was dislodged from the sess. The stent implant was smashed in the middle. There was no other damage noted to the stent implant. The tuohy was tightly closed. The sheath was not retracted. There was no other damage noted to the sess. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. A conclusive cause for the premature/partial deployment could not be determined. The stent dislodgement and subsequent damage to the stent were reported to be due to additional user handling. There is no indication to suggest a product quality deficiency. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Event description:
It was reported that during preparation of the device by the tech, it was noticed that the stent was partially unsheathed, but still tight with no deployed struts. The device was not used on the patient. No additional information was provided.